Event description:
Customer reported the system is making a loud popping noise and the image goes blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, batteries, and performed a system calibration. System operates as intended.